Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 12/15/2014 with the following findings: the complaint could not be duplicated or confirmed. The pump powered on with a display functioning per specification and without artifacts. Review of the pump¿s black box revealed incorrect time and date settings on (B)(6) 2014 through (B)(6) 2014. The total daily dose history was appropriate for the user programmed basal rate. The pump successfully completed a prime sequence without issue or alarm. The pump successfully passed a delivery accuracy test. Unrelated to the complaint, a battery compartment crack was discovered. The returned battery cap was able to secure properly to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the patient¿s blood glucose (bg) was 320 mg/dl with polydypsia, polyuria, nausea, and symptoms of dehydration on an unspecified date. The reporter noted the patient did not receive treatment above and beyond routine diabetes management. Reportedly, there was a line through the display and the screen could not be read safely. It was reported there were no recent changes to the pump¿s settings and the patient discontinued pump use. This complaint is being reported due to the alleged hyperglycemic event associated with the pump display malfunction.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.